Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing via merlin.net transmission. The patient recently had generator change out and since then episodes began. The lead test did not exhibit any electrical issues. Noise was not reproducible in clinic with isometrics and pocket manipulations. The noise issue was not resolved. The physician elected to replace the entire system. Rv and ra leads were laser removed. The ICD was also explanted. The patient was well post-procedure. Explanted products will be sent for analysis.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. It is believed that the noise was caused by a lead issue.